Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted the suture winding at the bottom of the balloon unraveling and scratches on the tubing above the balloon. The balloon was leak tested and did not meet specifications. Upon closer inspection, a cut was noted on the balloon. The likely root cause of the suture unwinding is due to lack of adhesive. The root cause of the balloon damage is likely due to contact with sharp instruments. As stated in the instruction for use, "do not allow sharp instruments or objects to come into contact with balloon." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "this is the complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. When the user tried to insert the device into the patient's body, thread became frayed. (B)(4) confirmed the user's complaint of frayed thread. Please analyze this complaint phenomenon and review the device history record of the event unit." Patient status: "the patient was not injured."